Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted in the proximal lad during index procedure. It is reported that the second endeavor sprint over the wire (otw) drug eluting stent was implanted to treat complications of a dissection after the initial stent implantation. It is reported that the pt recovered with treatment. In the investigator's opinion, the event was not related to the study device or the study procedure.